Event description:
Revision due to instability. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of instability due to increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses.

Event description:
Index surgery: (B)(6) 2013. Revision due to instability. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined, as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision reported was likely the result of instability due to increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prostheses.